Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery compartment threads and the battery cap threads were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings:during a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap threads were also observed to be damaged. The battery cap contact height did not measure within specifications.